Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on dark blue connector and no cap on patient connector in reference to leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was then tested underwater with leak noted. The set was visually inspected; it was noted that both of the occluder feet were broken and there was chipping/flaking and crack of the light blue main body. During visual inspection, it was further noted that there was no whitish spot on the occluder leg that indicates possible overtorquing. The reported condition was confirmed in the lab for leak. A batch review for the manufacturing lot number showed no related problems. Based on the information gathered during baxter's investigation, the cause of the leak was not determined. Baxter has conducted a trend view and similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been requested for evaluation. Should additional information become available, a follow up will be sent.

Event description:
A customer reported to baxter that a transfer set leaked during patient use. There was no patient injury or medical intervention. No additional information is available at this time.